Event description:
Customer called to report that the unicel dxc 800 synchron system displayed a cartridge chemistry (cc) 'cuvettes not dry' error before first reagent dispense. Customer also reported that the instrument generated low patient results for total bilirubin (tbil) and suppressed results for micro total protein (m-tp). Customer indicated that the tbil result was reported out of the laboratory, but that the report was amended with the repeated results prior to the initiation of patient treatment based on the results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue. Customer was advised to wear personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer was asked to check for leaks and indicated that there was fluid at the top of the instrument. Customer then verified that the reagent syringe and the reagent probe fluid connectors were securely in place. The cts then scheduled an onsite service visit. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the waste pump would leak intermittently. The fse also suspected that the waste line was constricted. The fse replaced the waste pump due to corrosion at the waste inlet line. The fse then bleached the floor and instructed maintenance regarding drain line to drain pipe construction. The fse also replaced the vacuum pump and rebuilt the pressure pump. Finally, the fse replaced the sample probe and two dirty cuvettes. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).